Event description:
It was reported x-ray imaging was performed and it was confirmed that this recently pacemaker had shifted downward from its implant location. This resulted in the associated right ventricular (rv) lead to exhibit a decrease in lead impedance and mild increase in capture threshold measurements. This pacemaker and the rv lead were repositioned. This pacemaker remains in service. No additional adverse patient effects were reported.